Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced a mirror that was burnt due to wear and laser usage. The console was fully operational after installing the replacement. Based on the analysis results, the reported error message was confirmed as replacing the burnt mirror resolved the issue. The mirror was damaged and is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a cystoscopy lithotripsy procedure, the console displayed a message indicating "all lasers are malfunctioning - please call for service." The console stopped working, and the procedure was cancelled with the patient already under sedation. The patient was transferred to the post-anesthesia care unit and showed no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during preparation for a cystoscopy lithotripsy procedure, the console displayed a message indicating "all lasers are malfunctioning, please call for service." The console stopped working, and the procedure was cancelled with the patient already under sedation. The patient was transferred to the post-anesthesia care unit and showed no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.